Event description:
Primary procedure ilasik ou (B)(6) 2011. On (B)(6) 2011, pt returned for post op with visually significant striae and mild ingrowth od. Refloated / debrided / stretched. F/u 24 hours. Last seen (B)(6) 2011 sent for f/u. Rxm +1.25 -0.75 x 010 20/20, -.25 -1.00 x170 20/20. Re-check 1 month or prn problems. Can schedule enhancement if the pt desires.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Eval: field service specialist (fss) checked system after the reported event on (B)(4) 2011 and preventive maintenance was performed on laser. System meets amo specifications.